Event description:
Hcp reported the pt had pump and catheter implanted 2001 for intrathecal infusion of morphine for pain. The pt experienced ineffective pain control. Pt had a history of guillian barre syndrome and diabetic peripheral neuropathy. The pt underwent explantation of the device in 2002. The pt is progressively weaker probably secondary to chronic recurrent guillian barre syndrome or chronic inflammatory demyelinating polyradiculoneuropathy. Pt also has spinal stenosis.